Event description:
Patient was being escorted to his car when the left crutch bent and caused him to fall to the ground. Patient now complains of some left shoulder pain. Patient is able to move the left shoulder. Physical exam - no bruising or swelling. Full left shoulder rom and strength. Compartment soft with 2+radial pulses.